Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned. Visual and x-ray examination and electrical testing of the lead were normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead had high pacing impedance measurement. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.